Manufacturer narrative:
Concomitant medical products: 3361-40c ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance alert triggered due to a drastic increase to high impedance on the right ventricular (rv) lead. The rv lead also exhibited increased and high thresholds. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.